Event description:
Ventilator turned completely off, while on pt. Rn hand ventilated the pt, while investigating ventilator problem. Once ventilator was turned back-on, the screen read error across it. Clinical engineering later tested the ventilator. During power-up sequence the ventilator stopped and provided a ram error. When power was cycled again the ventilator started normally. Log files were captured. Manufacturer advises that the cpu board needs to be replaced.